Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the tubing and the white twist sleeve of a minicap transfer set. This was described as ¿the patient line disconnected¿ from the "roller clamp". This was identified during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the silicone tubing and the twist clamp. The reported condition was verified. The cause of the separation was undetermined; however, the assembly between the tubing and the twist clamp is a friction fit and not a solvent bond; therefore, a strong tug will cause the separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.